Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-450a-1291: the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion; crystal like substance was noted on output window; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure it was noted that the ¿fiber was not functioning: at 54,942 joules and 8:28 minutes of use. The fiber was exchanged and the case was completed. Patient outcome: no injury to patient reported.